Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had flipped which caused the patient to experience soreness in the pocket site. The patient underwent a revision procedure.